Event description:
It was reported that during a device change out procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) and the chronic electrode exhibited a shock impedance measurement of 1 ohm when a 10 joule shock was delivered. The electrode was reconnected to the device with an impedance measurement of 77 ohms displayed, however with a third delivered shock the impedance measurement was again 1 ohm. Technical services recommended system revision. The device and electrode remained implanted in the patient with therapy programmed off. Both products were explanted and successfully replaced approximately one week later. At the time of the explant procedure, damage to the electrode was noted. No additional adverse patient effects were reported. The electrode was not received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed outer insulation abrasion approximately 7-8 centimeters (cm) from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of electrode contact with the associated device case. The reported low impedance measurements were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that during a device change out procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) and the chronic electrode exhibited a shock impedance measurement of 1 ohm when a 10 joule shock was delivered. The electrode was reconnected to the device with an impedance measurement of 77 ohms displayed, however with a third delivered shock the impedance measurement was again 1 ohm. Technical services recommended system revision. The device and electrode remained implanted in the patient with therapy programmed off. Both products were explanted and successfully replaced approximately one week later. At the time of the explant procedure, damage to the electrode was noted. No additional adverse patient effects were reported. The electrode was not received for analysis. The electrode was later returned for analysis.